Event description:
Same case as MDR ID 2134265-2013-08283. It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 3.50mm x 12mm emerge balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. Then another 3.50mm x 12mm emerge balloon catheter was advanced but the balloon again ruptured at an unknown atmosphere and number of inflation. The two devices were completely removed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 90-95% stenosed target lesion was located in the severely calcified and non tortuous right coronary artery. On the first inflation, the balloon was inflated at 10 atmospheres for 18 seconds. On the second inflation, the balloon was inflated at 12 atmospheres for 15 seconds. Then on the third inflation, the balloon ruptured when it was inflated at 13 atmospheres for 22 seconds.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).